Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the customer was unable to recall the amount of insulin that the cartridge had been filled with; however, reported loading with a full syringe of insulin. The customer's blood glucose level was 170 mg/dl. The customer declined to perform troubleshooting with tandem technical support.